Event description:
Patient was in clinic for appointment with his orthopedic provider on [redacted]. At that time, it was observed that the hinge of his t rom (total range of motion) brace which sat on the lateral aspect of his knee had become defective. He was issued a new t rom brace out of fear that the hinge would not be able to hold his knee into full extension while weightbearing or effectively control his rom while not weightbearing. The patient is recovering from a quad tendon repair. Being allowed to flex during weightbearing or being allowed to flex his knee beyond 90 degrees when not weightbearing could have potentially resulted in the tendon repair failing at this time in his recovery. The patient immediately noticed a difference with the new t rom brace. He stated that moving the pin to immobilize the brace was much easier on the lateral hinge. Due to the lateral hinge becoming defective on his previous brace, it was extremely difficult - sometimes not possible - to have the locking pin engage.